Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/21/2014 with the following findings: the display was observed to be dim and pink. The battery compartment was found to be cracked below the bumper pad. The label was found to be missing.

Event description:
The pump was returned for investigation. Investigation revealed a dim, pink display and a cracked battery compartment. This report is made based on results of investigation completed on 11/21/2014.